Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that since the beginning of (B)(6) 2013, patient has experienced a rash on the portion of skin covered by the sensor adhesive. The rash subsides after 36 hours. Patient reports that upon removal of one sensor, the rash resulted in a blister and a permanent marking. No medical intervention was required. Dexcom technical support made attempts to follow up with patient for further information, to no avail.